Event description:
During a shoulder arthroscopy, sparks were observed coming from the tip of the ablator. It is reported that the tip was melted. The settings on the generator was 40/40. It is reported the settings were increased during the case but there is no information as to what the settings were changed to. No injury reported.